Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the clinical data did not find any evidence to suggest a device malfunction. The associated electrode pads were not returned to zoll medical for evaluation as part of this investigation. The device's analog board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown) the device was unable to obtain an ECG signal. Complainant did not indicate that there was any patient involvement in the reported malfunction.